Manufacturer narrative:
.

Event description:
It was reported to philips that the speaker was found to be failing during preventative maintenance. There was no patient involved.

Event description:
It was reported to philips that the speaker was found to be failing during preventative maintenance. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.